Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). (B)(4) pertains to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ ml) at a dose of 799.3 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2018 that the patient felt the pump had not been working and thought that the pump never really worked well. The patient was not having withdrawal symptoms and there were no audible alarms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The doctor wanted to replace the pump and check the catheter flow during the replacement on (B)(6) 2018. The doctor was unable to get the pump connector off the catheter access port (cap). The white covering of the connector was coming off of the connector itself but the metal portion would not release. He was able to see flow out of the catheter event though it would not fully release from the cap so he felt the catheter was patent and functioning. He had to cut off the pump segment as well as another 1.5 cm of the spinal segment and added a new pump segment. After the procedure, he primed the catheter to the tip. It was indicated that the manufacturer representative would return the pump and explanted catheter segment for analysis. At the time of the report the issue was resolved and the patient status was "alive - no injury." The patient's weight and medical history were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medication was being administered as of 2018 (B)(6) : lioresal 2,000 mcg/ml at 12.3 mcg/day (minimum rate mode). If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were received for analysis.

Manufacturer narrative:
Analysis of the catheter revealed damage to the transition tube of the catheter body. Analysis of the pump found no anomaly.if information is provided in the future, a supplemental report will be issued.